Event description:
Boston scientific received information that the patient's heart or implanted device stopped for nine times during the night. The patient also mentioned having issues with the heart. Boston scientific technical services (ts) clarified information and found out that the medical doctor (md) wanted the patient to use a latitude communicator to monitor the patient at night. The patient advocate was then asked if the patient's issues with the heart or device were still occurring; however, the advocate could not answer the question and further mentioned that the patient had a follow-up with the md regarding the issue. Attempts to obtain additional information were unsuccessful. The cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later explanted and replaced three years later for reported normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.